Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer reported that they took glucagon injection and blood glucose went to 350 mg/dl. Customer declined to troubleshoot for high blood glucose and just wanted to know why the insulin pump kept delivering insulin when he had low blood glucose. The insulin pump was not returned for analysis.